Event description:
It was reported that before the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) tube was found to contain foreign matter inside. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 236 samples and 5 photos for investigation. The evaluation of the photos confirmed the presence of foreign matter (fm) in the tube. The returned samples were inspected with no issues being identified; no fm was found in the returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.